Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable), motor fault, and xdcr (transducer) fault errors while using the vela ventilator. The customer performed troubleshooting the transducer test, but only to have repeated failure. The customer cross checked the alleged main pcb (printed circuit board) with a known good one and the suspect device started working satisfactorily. The customer reported the issue occurred during routine check up by biomed. There are no reports of patient involvement associated with the event.